Event description:
During an incident, on an unk date involving an unk patient, this defibrillator prompted "service required" while in use. The customer tested the defibrillator after the incident and found everything to be okay. There is no additional incident or patient information available. The exact service message is unk.

Manufacturer narrative:
The reported defibrillator was returned to laerdal medical as ( lmas) for evaluation and proper operation for patient treatment was verified. No "needs service" or "service mandatory" prompts were experienced. Attempts to provoke intermittent prompts were unsuccessful. The returned mcms did not contain incident information. The hs3000 displays "needs service" to indicate a problem exists, that does not prevent operation for treatment. The unit is not disabled. The operating instructions explain that the unit should be sent for authorized after service. The hs3000 displays "service mandatory" with an audible beep tone in the event that a critical part of the unit fails. This message is followed by the particular type of failure. The unit is disabled and if the message continues , authorized service is mandatory. The hs3000 operating instructions explain these prompts and what to do should they be experienced.